Manufacturer narrative:
Approximate age of device - 64 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a middle cerebral artery (mca) stroke with left sided plegia. The patient had not been anticoagulated due to the risk of hemorrhagic conversion. It was reported that the patient was found unresponsive, likely a seizure with subsequent aspiration. Due to a miscommunication, the patient was intubated and transferred to the cticu. It was reported that the pump was turned off and that the patient was listed as comfort measures and "dnr". No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because the system was not returned to the manufacturer for analysis. Additionally, although a correlation to the reported event could not conclusively be determined, the manufacturer's approved labeling lists stroke and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.